Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h6 health effect clinical code, device code(s), and type of investigation. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 6 months and 1 day due to endocarditis and sepsis. A 23mm 11500a valve was implanted in replacement. Per medical records, the patient presented with few weeks of malaise, chills, and found to have staph epi bacteremia and splenic infarcts. Tee showed enlarging aortic valve vegetation with progression despite IV antibiotics. The patient underwent redo-avr with 23mm inspiris valve, and ascending aorta replacement with a hemashield graft. Intraoperatively, there was large vegetation on the non-coronary cusp denuding the aortic annulus. There is another vegetation on the underside of the valve, involving the sewing ring of the bioprosthetic valve extending into the annulus. The patient was transferred to the surgical ICU in critical but stable condition. The patient was discharged to home on pod#6.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 6 months and 1 day due to unknown reason. Unknown what valve was replaced with. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.